Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that when flushing the preface sheath, air would form in the area of the valve. The sheath was replaced and the issue was resolved. The procedure was continued without patient consequence. The response received states that this occurred during the procedure and that the physician noticed the bubbles so they could be removed before being introduced into the patient. The valve was not physically broken. The returned device was visually inspected and it was found in normal conditions. Per the event reported, functional test was performed; the syringe was connected to the vessel dilator and the sheath introducer. There were flushing them without difficulty, neither bubbles nor leaks observed at any time during the test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the cap assy sub-assembly and no anomalies were found. The customer complaint was not confirmed. The root cause of the bubbles could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/20/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The manufactured date and expiration date have been provided. Therefore, expiration date and manufactured date have been populated. (B)(4).

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Lot # field should be 17567834. Still pending is the manufactured date and expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date fields. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that when flushing the preface sheath, air would form in the area of the valve. The sheath was replaced and the issue was resolved. The procedure was continued without patient consequence. The response received states that this occurred during the procedure and that the physician noticed the bubbles so they could be removed before being introduced into the patient. The valve was not physically broken. This event was assessed as a reportable malfunction as air introduction can potentially cause patient injury such as embolism.